Event description:
It was reported that the patient had a hard time in getting the urine into the bag. The urine was sitting in the tubing and slowly getting to the bag. The representative explained that there were times when the bags got vapor lock urine sat in the tubing and potentially back up into the bladder. The vapor lock occurred when the air pockets are formed without a chance to escape and essentially locks the urine in place. The vapor lock could happen with new bags because ethylene oxide (eto) gas used to sterilize the sides of bags to stick together like a trash bag with a pull bag side apart before placing it in the trash bin to collect the trash. When the drainage bag sides were stuck together it caused the less space for fluid and air on gas exchange. Once the sides of the bag were separated it would allow necessary exchange of air or fluid and the bag functions as intended. Another reason for vapor lock was when the vent on the bag becomes wet. The nurse would place the bags on a patient while transporting which allowed the urine to saturate the vent area and again no air or gas could pass through the vent so the vapor lock was experienced. The patient was successfully cleared the tubing by following the suggested tips of opening drainage outlet draining and exercising the sides of the bag.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to static or positive air pressure. It was unknown whether the device had met specifications. The product was used for the treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number and lot number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. Correction: d, e, h h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had hard time getting urine into the bag at times. Right now, the urine was sitting in the tubing and only slowly getting to the bag. Nurses would place the bags on patient while transporting, which allows urine to saturate the vent area and again, no air or gas can pass through the vent, so vapor lock is experienced. Patient successfully cleared tubing by following suggested tips of opening drainage outlet, draining, and exercising sides of bag.